Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got no delivery alarm on insulin pump. The customer's blood glucose was 130 mg/dl. The customer also had high blood glucose level of overt 400 mg/dl. The insulin pump will be returned for analysis.